Event description:
A 3.0 mm diameter x 15 mm length endeavor otw drug-eluting coronary stent system was implanted into a pt for the treatment of the obtuse marginal lesion. The lesion morphology had little tortuosity and calcification and stenosis percentage, lesion stenosis were not reported. It was reported that the target lesion was directly stented; however, extravasation of dye in the middle of the stent was noted, therefore, a balloon was inflated at the site and the perforation appeared to have sealed. Another manufacturer's covered stent was implanted at the site to ensure it was sealed. It was also reported there was no complications when inflating the balloon during deployment of the stent and there was no resistance encountered during advancement of the stent to the lesion. The device was discarded and images from the procedure were not provided. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Lack of info (device was not returned, no films/images provided).